Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced fullness and difficulty breathing during fill 1 of 4. The patient was connected to the homechoice claria device at the time of the events. The patient initiated a manual drain. The pd registered nurse adjusted the initial drain alarm (ida) for the patient and advised the patient to call renal therapy services (rts) for assistance with confirming the program changes. Rts assisted the patient with confirming new program settings and confirmed ida of 1400ml. The patient stated they drained last fill then filled again with 2500ml about five hours before initial drain. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with homechoice device were reviewed. A review of the device programming revealed the programmed I-drain alarm (1400ml) may have been set too low for the most recent treatment. Per the homechoice claria apd system patient at-home guide, if the previous therapy ended early for any reason or an off-cycler exchange was performed, there may be more fluid in your peritoneal cavity than normal. If this occurs, the initial drain alarm (I-drain alarm) setting maybe too low. The I-drain alarm setting should have been set to at least 70% of the expected peritoneal volume (1750ml). Based on the device log analysis, the direct cause of the reported event was determined to be the programmed I-drain alarm being set too low from an off-cycler exchange. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.